Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the proxabrush go-between cleaners and the wires broke while using it.